Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via e-mail that the vapr coolpulse 90 electrode with hand controls made bubbles as the suction component was blocked. They tried flushing etc. The doctor was getting irritated and had to open a second vapr, 3 other reps present so had no choice!

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used and burnt ceramic was observed.the device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, both coag and ablate functions as intended. The device was forwarded to the manufacturer for further investigation into the observed failures. The device passed all electrical tests.upon performing functional tests the flow rate seems to be failed. Several attempts were made to unblock the device, by activating the device in saline, whilst applying a positive and negative pressure to the suction tube. This did not increase the flow. The device handle was opened and inspected for any anomalies or blockages within the visible suction path. Inspection resulted in no clear and obvious blockage / restriction. A wire was fed up the suction path towards the distal end; the restriction was located at the distal end (active tip). The blockage was found to be tissue; once this tissue was cleared the flow test was repeated.therefore the tissue was the root cause for the reported problem. A flow test value within specification of 180.43ml/min was recorded. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:((B)(4).

Event description:
Additional information provided by the affiliate reported there was a 10 minute surgical delay due to the reported malfunction. The malfunction occurred while the device was hooked up to the mobile unit which was hooked to wall suction. It was also reported that the procedure was completed by opening a new device. There was no patient consequences or adverse events reported due to the surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information provided regarding the event.